Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle wouldn't retract after the bd insyte¿ autoguard¿ shielded IV catheter was placed "in the patient's r ac".

Manufacturer narrative:
Investigation: no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated. During DHR review all challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the alleged defect.there were no reject activity findings relevant to the defect associated with the lot number provided for this incident, as no qns were initiated for this lot.

Event description:
It was reported that the needle wouldn't retract after the bd insyte¿ autoguard¿ shielded IV catheter was placed "in the patient's r ac".